Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) earlier than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) was less than or equal to 2.62 volt. The weekly battery voltage trend data showed minimum battery of 2.64 to 2.62 colts between (B)(4) 2012. There was an alert for low voltage on (B)(4) 2012. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).